Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was shut off . The customer¿s blood glucose level was 203 mg/dl. The customer stated that the insulin pump had watchdog set test failure alarm. The customer stated that they were able to clear the alarm. The customer stated that they were able to complete rewind. Customer stated that fluid in the reservoir compartment. Customer was performed self and displacement test and it was failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.